Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that deflation issues were encountered. A 2.75mm x 15mm emerge balloon catheter was advanced for dilatation. However, deflation issues were encountered. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Event description:
It was reported that deflation issues were encountered. A 2.75mm x 15mm emerge balloon catheter was advanced for dilatation. However, deflation issues were encountered. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. Device evaluation by MFR: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath for 12 days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a longitudinal tear 1mm long starting 31.3cm from the tip. The manifold of the device was cracked after an inflation test. Inspection of the remainder of the device presented no other damage or irregularities.